Manufacturer narrative:
Customer has not returned product 33310c at this time. The bowel grasper was shipped to the customer approximately 7 years ago. This damage most likely was from mechanical force from handling or use.

Event description:
Per medwatch report, #(B)(4) received on (B)(6) 2019, it was reported during a laparoscopic bilateral salpingectomy procedure, "the doctor placed soft bowel grasper into abdomen and open the jaw of the instrument, and one of the dual grasping pieces of the instrument fell off. He noted it immediately and took instrument out of the patient. He used another bowel grasper to take the broken piece out of the abdomen, surveyed the surgical site, and verified that there were no other pieces. No harm came to patient.